Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing noise and potentially exhibiting undersensing of the qrs signal as well. Additional information provided from the field indicated the patient eventually received an inappropriate shock. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.